Manufacturer narrative:
A single used 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave¿ clear, purple clamp, rotating luer was returned for evaluation. Testing found the shuntless microclave was separated at the tube bond. The tube bond was visually examined and there was no evidence of solvent on the tubing or at the bond pocket of the shuntless microclave. The bond pocket and tubing were measured and found to be within specification. The probable cause of the bond separation is no solvent application during manual assembly in ensenada. A device history review was reviewed and there were no relevant non-conformances found.

Event description:
The event involved a 7" appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave® clear, purple clamp, rotating luer, where the clave came off just after the IV start and blood backed up through the tubing and leaked from the end. The nurse immediately clamped the tubing and replaced it. There was no adverse event.